Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced chest pain and presented in the emergency room. Upon interrogation, it was noted that the right ventricular lead may have perforated the right ventricle. Echocardiogram and computed tomography scan confirmed cardiac perforation. Additionally, the lead exhibited a decrease in sensing, decrease in pacing impedance, and high capture threshold. The lead was explanted and replaced. The patient was in stable condition.